Event description:
It was reported that post op day 1 after a greenlight prostate procedure, ¿ an elderly patient died from a cardiac event not related to the surgery.¿ there were no complications related to the greenlight or his condition intraoperatively. The patient requested to pursue the surgery due to have a 71g prostate with retention, including a catheter in place for the past 6 months. A few hours post surgery, the patient began having chest pain and discomfort, as well as, short breath and desaturation. Throughout the night, he continued having ongoing chest pains and was seen by the cardiology with positive troponins. During this entire time, he continued to have a catheter in place and had relatively clear urine. He continued to deteriorate with cardiac shock and expired in the early morning of day 1 post op. It was deemed that there was no direct relationship to the greenlight surgery. There was no further information reported.